Event description:
Heartware device implanted in the left ventricular apex. After separation of bypass, the energy vs flow of the device did not correlate. There was concern for thrombus or material in device. Patient was then placed back on bypass and the device was explanted for evaluation. We did not find any specific reason for malfunction. An additional back table test was performed and the device did not pass. The new device was implanted and the patient was weaned from bypass. The old device was taken back to the heartware company by the heartware technicians for evaluation.